Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented in clinic after receiving inappropriate high voltage therapy delivered by the right ventricular (rv) lead. Diagnostic imaging was performed and a dislodgement of the rv lead was confirmed. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.